Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 487 mg/dl. The patient did not experience symptoms of high blood glucose. She treated via manual insulin injection. Her blood glucose has since decreased to 299 mg/dl. During troubleshooting the customer confirmed that her device settings were programmed accurately. The customer was able to prime without incident as well. The patient was advised to change their infusion set, reservoir, and insulin and resume treatment per health care professional's instructions. The insulin pump was not returned for analysis.